Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had one episode of shocking at night. They stated their symptoms had returned. It was noted they had fallen out of bed twice in the past few weeks. They switched to program 2 where they had sensation in their vagina at 1.3 volts. It was suggested that if symptoms persisted they follow-up for imaging. It was unknown if the issue was resolved at the time of the report.